Event description:
It was reported to boston scientific corporation that the patient was implanted with an unknown advantage sling system during a procedure on (B)(6), 2005.according to the complainant, post-procedure, the patient experienced pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue and other unspecifid injuries.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.